Event description:
It was reported that the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left during an endovascular aortic repair procedure occluded. A pre-procedure clinical assessment was completed on (B)(6) 2025, three days prior to the procedure. The patient had an aortic degenerative aneurysm, aaa pararenal (involving at least one renal artery and adjacent to but not the sma. There was no history of aneurysm growth of > or equal to 1.0 cm per year. There was no saccular aortic aneurysm or pseudoaneurysm. There was no relining of a pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair. Pre-procedural computed tomography (CT) without contrast imaging was completed on (B)(6) 2024, 273 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were not incorporated into the repair. The superior mesenteric artery (sma) was not incorporated in the repair. The right renal artery was incorporated was not incorporated in the repair the left renal artery was not incorporated in the repair. The fifth viscerorenal artery (left accessory renal) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The sixth viscerorenal artery was not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were patent. The right and left vertebral arteries were not applicable. The aortic valve was native. There was an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 37 mm. The intended proximal seal was zone 8: renal to infrarenal abdominal aorta the intended distal landing zone was zone 10: common iliac arteries, both right and left. The patient underwent an elective endovascular aortic repair (evar) procedure on (B)(6)2025 under general anesthesia. No antiplatelet therapy was prescribed at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. No cut down access required. An iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 105 ml contrast dose: 1.2 ml/kg fluoroscopy time: 32 minutes total gray used: 1299 mgy total dose area product: 37gy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 0 ml. Cardiac output reduction was not used. Carbon dioxide flushing was used. The proximal seal zone was the native aorta. Neuromonitoring was not used during the procedure. Procedural time (24-hour clock): time arrives in room: 12:45 time of first incision or arterial puncture: 13:07 time of last access closure: 14:38 time leaves room: 14:50 duration of procedure (from first incision to last access closure): 91 minutes side branch catheterization and placement of all bridging stents was successful. There were no additional procedures performed and the patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: left accessory renal artery: a competitor stent with a diameter of 5/8 mm and a length of 22 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia aaa-fen-bifurcated-graft was placed. The cmd was planned for this patient. There were no technical difficulties and delivery, or deployment of the device was successful. Left iliac artery: a cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-56-zt was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Right iliac artery: a cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg rpn: zsle-16-56-zt, was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. There were no endoleaks at the conclusion of the case. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient stayed 2 nights in the intensive care unit. The patient did not have any significant medical problems or complications after study procedure and before discharge. The patient was discharged home on (B)(6) 2025, 4 days post-procedure. At discharge, the patient was prescribed acetylsalicylic acid (asa), eliquis (apixaban) and a statin. The patient was not discharged on supplemental oxygen and no significant medical problems or complications occurred before discharge. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2025, three days post-procedure. All stent grafts were patent. No occlusion or stenosis greater than 50% was present in the fifth viscerorenal artery. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. No endoleaks were present. No secondary interventions have been performed to treat the endoleak. Maximum diameter of the diseased aorta (ow to ow) was 37 mm. A one-month clinical assessment was completed on (B)(6) 2025, four days post-procedure. The left and right brachial indexes were not assessed. The patient was prescribed acetylsalicylic acid (asa), anticoagulant, antiplatelet and a statin. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. Follow up imaging in the form of a CT was completed. A six-month clinical assessment was not completed, as that was not the standard of care. The twelve-month clinical assessment was completed on (B)(6) 2026, 388 days post-procedure. No current medications were listed, and no blood work was done. The left and right ankle brachial index were not assessed. The patient had significant medical problems or had been hospitalized since the last visit. Follow up imaging in the form of CT imaging was completed. An occlusion within the most proximal left iliac graft leg (rpn: zsle-16-56-zt) was identified, in which the patient experienced prolonged hospitalization and required an additional evar intervention following a serious deterioration in health. The patient did have a pre-existing condition of arteriosclerosis; however, late-stage procedural sequela could not be ruled out. It is not believed that the event occurred due to device deficiency. The focus of this report is the occlusion of the left most proximal zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-56-zt) in which the patient experienced prolonged hospitalization and required an additional intervention.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). E3: principle investigator h3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction d10 - concomitant products. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.